Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿damaged case. No patient involved. No additional information available. Upon triage on (B)(6) 2018, service technician found no audio.¿ the unit was triaged and the reported condition was confirmed. The root cause has been isolated to a damaged u14 chip of the buzzer circuit. A trend has been identified and a corr ective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit with no malfunction. No patient involved. No additional information available. Upon triage on (B)(6) 2018, service technician found no audio.